Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a svt (supraventricular tachycardia) episode labelling as vf (ventricular fibrillation) due to the rate of 200bmp (basic metabolic panel). The programming change was made and the physician changed the medication. No shock was delivered and aborted after an atp (antitachycardia pacing). The patient did not feel atp and was not harmed and symptomatic during the svt episode. The patient was in good health on the day of the interrogation.